Event description:
Customer's mother reported her daughter's new insulin pump alarms low battery everyday and she has to put a new battery in every day. Customer's blood glucose is 103 mg/dl. The battery indicator does not show less than two bars. The last battery change was before the call. The battery did not last more than a week. The battery was not previously used. Customer does not use the sensor feature. The backlight is not used frequently. Customer uses energizer batteries. Customer called back a second time after the issue persisted. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected low battery alarms were noted. No cosmetic damage was noted.